Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 420 mg/dl, at the time of incidence. Customer reported that they received power loss alarm and they wanted to know the type of error that they received. Customer was able to clear alarm and rewind the insulin pump. Customer declined to troubleshoot. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.